Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.

Event description:
It was reported that patient underwent total knee procedure on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2013 due to a known reason. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on a previous medwatch.(B)(4)

Event description:
It was reported that patient underwent total knee procedure on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2013 due to an unknown reason. The tibial bearing and locking bar were removed and replaced.